Event description:
On 3/9, the fire dept assessed the damage and concluded that the fire started within the maxm. Coulter svc specialist was on site servicing a gen*s at the time the incident was reported. His assessment of this incident concurred with the fire dept, that the fire originated in the maxm. On 3/11, reviewed svc history for this unit and found no indication of previous liquid level sensor problems or any other info that may have been an indicator of this type of occurrence. On 3/11, co was informed that the unit would be shipped back to coulter and it would take approx one week to arrive. Co rec'd and reviewed photographs of unit and lab. The evidence in the photographs does support that the most severe damage to the maxm is the lower diluter area. However, it cannot be determined definitively that the origin of the fire was due to a liquid level sensor overheating. Co met with reps from quality mgmt and regulatory affairs (qmra), field operations and technical support and sustaining engineering (ts&se) to review all available info regarding this incident. The group reviewed the following: this customer acknowledged receipt of product notification and logged it sept 15, 1997. The customer had posted a note on the front of the unit stating-"attention do not disable reagent sensors". The fact that the damage that is evident in the photographs appears to be similar to the three previous occurrences. Info in the hazard data base and identified six previous incidents where the root cause was determined to be a defective liquid level sensor component. The instructions and wording of product notification. To investigate if the MFR of the sensor , honeywell has been able to increase their production quantities sufficiently so that co can accelerate the field implementation of svs memo. On 3/18, it was decided to send an engineer to visually examine the unit and attempt to determine the root cause. On 3/20, co was informed that account does not want that. On 3/23, co began mailing of product notification.